Manufacturer narrative:
(B)(4). Batch #: u95w6w. As the device of issue was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. In addition, four sterile devices, with the same lot number as the complaint device, were returned for evaluation. Visual inspection and functional testing were conducted on the returned sterile devices. Upon visual analysis of the returned sterile samples, it was observed that the four el5ml devices were returned inside their sterile packages unopened, and without apparent damage. In an attempt to replicate the reported incident, the four instruments (devices a, b, c and d) were tested for functionality. During the analysis, the devices were cycled and every device fed and formed fifteen conforming clips without difficulty noted. The devices locked as intended after the last clips were fired. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." The event described could not be confirmed as the device of issue was not returned for analysis and the four sterile devices performed without any difficulties noted and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, clips would not fully form for one device. A new device was opened with a different lot number to complete case. There were no patient consequences.